Event description:
Patient reported right side " hypertrophic lymphadenopathies","data suggesting external capsular rupture and capsular contracture grade ii-iii","both implants with presence of lobulations and presence of scattered radial folds in their periphery","both breasts asymmetrical in morphology and size."device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, hypertrophic lymphadenopathies, presence of lobulations and presence of scattered radial folds in their periphery, and asymmetrical in morphology and size.